Event description:
It was reported that occlusion alarms occurred. Customer continued to use the pump for insulin therapy and has manual insulin injections if needed. Off label per the user guide. There was no reported adverse impact to the customer¿s blood glucose level.